Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump emitted several loss of prime warnings yesterday. The cartridge and infusion set were changed and loss of prime warnings occurred today. The filling technique is per IFU. They do use refrigerated insulin and the alarms are occurring hours after filling and is not as a result of refrigerated insulin. There were no power losses and no alarms or change in force. The patient¿s blood glucose (bg) was 59mg/dl with shaky, sweatiness and feeling hungry. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reported stated that the patient also had bg of 404mg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is being made due to the loss of prime issues.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.